Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001822565 - 2019 - 05408, 0001822565 - 2019 - 05409, 0001822565 - 2019 - 05410, 0001822565 - 2019 - 05411, 0001822565 - 2019 - 05412. :concomitant medical products 00840001507 ulnar component plasma sprayed size 5 lot 63127158, primary di# 00889024271241, 00840004410 humeral component plasma sprayed size 4 lot 63319031, primary di# 00889024271340, 00840009000 humeral screw kit lot 63969924 primary di# 00889024271449, 00840009400 articulation kit size 4 lot 64129150, primary di# 00889024271456. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient is being considered for a revision to address infection and related pain less than a year post implantation. No further information is available as the patient has not yet been revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.